Event description:
Nine mos after treatment with a cypher stent, there was in-stent restenosis which was treated by deploying another cypher stent.

Manufacturer narrative:
This pt presented to cath with 65% lvef for a staged procedure. Percutaneous coronary intervention was performed on a 70% de novo in the distal lad. Pre-dilation was conducted with a 2.5x15mm balloon at 6 atm before deploying one 2.5x18mm cypher stent at 16 atm with satisfying results. Residual diameter stenosis was not measured. Timi flows were listed as unk. Percutaneous coronary intervention was performed next on a 60% de novo lesion in the mid lad. Lesion and vessel characteristics are not currently known. The lesion was pre-dilated with a 2.5x15mm balloon at 14 atm before deploying one 3.0x33mm cypher at 16 atm. Residual diameter stenosis was not measured. Timi flows were not provided. The pt had telephone follow-up contact 1 mo after the procedure. The pt had no anginal complaints. Ongoing meds included plavix and aspirin. Four mos later, the pt had another telephone follow-up. The pt had no anginal complaints. Ongoing meds included plavix and aspirin. Nine mos after the index procedure, the pt had an adverse event. There was 99% in-stent stenosis. The lesion was pre-dilated with a 2.5x10 atm balloon at 10 atm before deploying one 3.0x18mm cypher at 16 atm with satisfying results. There were no procedural complications. The pt had a telephone follow-up 6 mos later. The pt reported unstable angina. Ongoing meds remained unchanged. This product is not available for testing and eval.